Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right total knee arthroplasty on (B)(6) 2013. Legal counsel further reports patient allegations of pain. No revision procedure has been reported to date.